Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during receiving inspection, debris was found in the sterile packaging. There was no patient involvement.

Event description:
No additional information was reported.

Manufacturer narrative:
Visual inspection of the returned product identified an unknown piece of debris in the sterile packaging confirming the reported event. Ftir spectrum analysis of the debris concluded that it was made of low-density polyethylene. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.